Event description:
In 2012 had neurostimulator implanted started to have problems. It was programmed 3 times. In 2019 had new battery implanted to fix problem with skin burning while it charges. Then started getting shocked when it was turned off. FDA safety report ID # (B)(4).